Manufacturer narrative:
The hose system of the type "ID breathing hose coaxial water trap 210", which was used at the time of the event, was unfortunately not available for the investigation as it had already been disposed of by the user. Another hose system of the same type was subsequently used on site. A massive leak had also occurred. This hose system was sent in for analysis. A leakage test was carried out and passed. As the symptoms described could not be confirmed, it was not possible to determine the cause. A leak is detected and alarmed by the connected basic device as part of the pre-use check or during operation. The field failure rate (ffr) is continuously monitored and is unremarkable. H3 other text : device not available for investigation.

Event description:
It was reported that a massive leakage had occurred when the aforementioned breathing circuit was used and the patient could no longer be ventilated. After replacing the primus (anesthesia device), the operation could be continued without any problems. No injury reported.

Manufacturer narrative:
The investigation is still on-going. The results will be provided with a follow-up report. H3 other text : on-going

Event description:
It was reported that a massive leakage had occurred when the aforementioned breathing circuit was used and the patient could no longer be ventilated. After replacing the primus (anesthesia device), the operation could be continued without any problems. No injury reported.